Manufacturer narrative:
On (B)(6) 2020, mentor received additional information: replacement devices for the patient was ordered and they are possibly the following: 600cc mentor memorygel breast implants (catalog: 3506001bc) or 400cc mentor memorygel breast implants (catalog: 3504004bc). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 20, 2020, mentor became aware that the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast reconstruction revision with two 400cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii on the right side and baker grade ii on the left side, post-procedure. Mammogram shows fold on the left and degree of pseudoptosis but physical examination confirmed the capsular contractures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.